Event description:
It was reported that on the transmission the atp episode was unable to be seen even though the remote indicated there was atp delivered. Programming changes were performed. The patient was in stable condition.